Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead surgically abandoned due to unknown product performance issues . No additional adverse patient effects were reported.